Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis of the pump found over infusion with an undetermined root cause.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a hcp via a manufacturer¿s representative (rep) on 2017-jan-12. The rep stated that the hcp contacted them about the FDA safety alert regarding implantable pumps and MRI, and claimed that they had a pump in the past that overinfused due to an MRI and had subsequent additional problems and eventually explanted. It was stated that it hadn¿t been heard of for a pump to overinfuse due to MRI, and they did not know how it would happen, as MRI actually stops the pump mechanism. They were also not aware of any pumps that have not restarted after an MRI. The rep did not have any patient information, but that they would forward the email if they received it. There were no out of box failures reported and there was no medical/therapy problem related to the small components product. It was stated that the symptoms were unknown during the call. Additional information was received on 2017-jan-13 with the patient information and the pump that had been affected. The hcp stated that there was ¿a case of overinfusion of a pump (not just a stall) and subsequent repeat malfunction requiring an explant after a MRI.¿

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving hydromorphone (10 mg/ml at 3.8 mg/day), clonidine (200 mcg/ml at 76 mcg/day), and bupivacaine (10 mg/ml at 3.8 mg/day) via an implanted pump. The patient's medical history included fbss (failed back surgery syndrome), lumbar radiculopathy, and peripheral neuropathy. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 18-aug-2016 it was reported that in (B)(6) 2016 a volume discrepancy trend was observed. The trend was lower than expected residual volumes and the patient had admissions with symptoms of withdrawal. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the most recent refill, the expected residual volume was 8.6; the actual residual volume was 0.5. The last 3 refill notes were obtained. Last month's refill was a discrepancy of 4.6 and during an ER (emergency room) visit. May was less of a discrepancy but still 2.2. Because the patient had 2 hospitalizations due to flu-like symptoms, most recently on (B)(6) 2016, the doctor decided to replace the pump as he was worried about overinfusing and the patient came in on (B)(6) 2016 and the pump was almost dry. The issue was not resolved. The patient status was "alive - no injury" additional information was received from a consumer via a company representative and it was reported that the pump was refilled on (B)(6) 2016. When the pump was filled, they decreased the dose by 50%. Per the patient's wife, the patient had overdose symptoms that came on suddenly. The patient was falling asleep at the dinner table the evening of the refill so they called 911. The patient also had hypotension. Additional information was received on 19-aug-2016 from an hcp and it was reported that in the last month or so the patient had both symptoms of withdrawal and over sedation. The patient had been hospitalized was seen by hospitals for these symptoms. The patient's family had told this hcp that the pump was unexpectedly empty yesterday. This hcp did a reservoir volume check today and was expecting 19.9 and got back 17.5. The patient had an MRI in (B)(6) and the patient's family thought that had affected the pump. The pump logs went back to 19-jul-2016 and there were no motor stalls or resets or issues seen in the logs. They were initially planning to stop the pump, but then decided to empty the pump and put it in minimum rate mode until it was replaced next week. They were replacing it because they were concerned that the pump was overinfusing. Additional information was received and it was reported that the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.